Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the user that "it's saying zero insulin". Reportedly, the user declined troubleshooting and reported that the issue was resolved. There was no reported impact to the user's blood glucose level.